Manufacturer narrative:
Literature citation: the literature name: ¿surgical management of pulmonary atresia with ventricular septal defect: early total correction versus shunt¿ published by the society of thoracic surgeons, ann thorac surg 2011;91:1928 ¿35. Accepted for publication jan 4, 2011. The authors: (B)(6) hospital, bucheon, republic of korea doi:10.1016/j.athoracsur.2011.01.014.

Manufacturer narrative:
Due to an unknown lot/serial number and no device return, an investigation could not be performed.

Event description:
The following information was received through literature surgical management of pulmonary atresia with ventricular septal defect: early total correction versus shunt published by the society of thoracic surgeons, ann thorac surg 2011;91:1928 35. The study was to compare the surgical outcomes of shunt and early total correction. From 1997 to 2008, 47 patients with pulmonary atresia with ventricular septal defect and no major aortopulmonary collateral arteries who underwent surgical correction were enrolled in this retrospective study. Twenty-nine patients underwent palliative shunt operation (group s). The most commonly used shunt size was 3.5 mm in diameter (n=17) and this was followed by a 4-mm size shunt (n=8) with a gore-tex vascular graft (w.l. Gore assoc. Inc, elkton, md). The results state that in terms of complications, in the shunt group, during the follow-up duration, 10 additional shunt operations were required in 8 of 29 patients in this group before the total correction due to dysfunction of shunt and severe hypoxia.